Event description:
Patient reported "left side implant exchange with no complaint against the device." Healthcare professional reported left side capsular contracture baker grade iii, pain and visual distortion." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: contralateral side capsular contracture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe as it is a medical event not related to the device. Visibility/palpability: unable to observe as it is a medical event not related to the device. Crease/folding of implant: crease flat observed on the device. Malposition: unable to observe as it is a medical event not related to the device. Additional observations: deformation device observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Patient reported "left side implant exchange with no complaint against the device." Healthcare professional reported left side capsular contracture baker grade iii, pain and visual distortion." Device has been explanted.

Event description:
Patient reported "left side implant exchange with no complaint against the device." Healthcare professional reported left side capsular contracture baker grade iii, pain and visual distortion." Device has been explanted.